Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of perfix plug, patient was diagnosed with nerve damage, adhesions, mesh deformation, pain and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was dissected off the spermatic cord and reduced back into abdominal cavity. A perfix plug was placed into the internal ring and sewn in place with sutures. Then, a mesh was sewn into the pubic tubercle, medially to the aponeurosis of rectus sheath and oblique. Two tails of mesh crossed behind the spermatic cord to reconstruct the internal ring.¿ (B)(6)2016 - patient was diagnosed with chronic pain thereby underwent open repair with the partial removal of perfix plug. Per operative notes, ¿the ilioinguinal nerve was teased away from the plug. Plug was densely adhered and mangled within the cord structure was removed little bit from the posterior canal and within the anterior portion of the canal which then sort of popped out of its place within the preperitoneal tissues and was moved a little bit medial. The colon portion of the mesh pointing upward and outward and the mesh fibers pointing medially were intertwined with the ilioinguinal nerve seem to be an shredding and bending and tortuous portion of the ilioinguinal nerve within this area and significant scarring, which might cause chronic pain. Scarring was teased away. Mesh was cut away the from the cord structures. In removing the mesh plug from the area, the area had some small amounts of bleeding, which were able to be sewn over with suture. Direct inguinal hernia protruding through bed was repaired with lichtenstein-type repair with a large controlling the entire bed. Patient had overlaying mesh was not removed and placed within the entire inguinal canal." Attorney alleges that the patient had mesh migration, nerve damage, pain, cord/nerve scarring, mesh removal and emotional injuries.